Event description:
The stent was deployed successfully, contralateral, just proximal to previously placed stents in the sfa (contrary to IFU). When an attempt was made to remove the device, there was difficulty and the tip of the device separated. Attempts to snare the tip were unsuccessful. The pt was taken to surgery to bypass the sfa. The pt outcome was good.